Manufacturer narrative:
Section g3 of initial MDR should be 17may2023. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller (serial number: (B)(6) was returned for evaluation following the reported event of driveline fault alarms; this is addressed via the pump investigation. The returned system controller passed functional testing and operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller approximately 54 days of data (30jun2017 ¿ 23aug2017 per the timestamp). The log file data did not indicate any issues with the system controller. The driveline was disconnected on 23aug2017 at 13:59:04 to exchange the system controller. There were no other notable events observed. The pump maintained a speed above the low speed limit while the driveline was connected. Multiple requests for additional information were made to determine if there were any issues with the returned controller and if the controller was used as the patient¿s backup; however, no further information could be provided. The reported driveline fault alarm could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2014. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the system controller. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that interrogation in the clinic revealed multiple driveline fault alarms. Log file review confirmed driveline faults throughout the file from 30apr2023 to 08may2023. X-rays obtained on (B)(6) 2023 did not contain any evidence that would help identify the cause of the driveline fault alarms. It was recommended to exchange the controller to determine if the driveline faults were authentic. It was later reported that the patient had a percutaneous lead repair on (B)(6) 2023. The repair was performed about 3 inches from the exit site. The patient's controller in use during the driveline fault alarms was exchanged. Follow up log files from a newly programmed controller found a single transient driveline fault alarm which was associated with the percutaneous lead repair. No additional driveline faults or unusual alarms were recorded. An unshielded patient cable was assigned to the patient for home use. An additional controller was returned to offer any other information on what could have contributed to the alarms. Related manufacturer's reports: 2916596-2023-02860, 2916596-2023-02861.